Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in the operating room for device change out due to normal eri. Externalized conductors were observed. The electrical function of the lead was tested and no anomalies were detected. The lead was capped and replaced.